Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.8 second test inr = 4.6.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 4.8; second test inr = 4.6; mean = 4.7; sd = 0.14; %cv = 3%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.